Event description:
Patient had a total hip procedure completed with mako. Afterward surgery patient complained of pain, so surgeon referred patient to do a postoperative CT scan to investigate. Upon reviewing the CT, surgeon noticed a unknown debris was found between the biolox ceramic head and the shell, although surgeon does not think this is directly cause the pain.

Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium cluster48d; cat # 702-04-48d; lot # 35812951, delta v-40 ceramic head 36/+2,5; cat # 6570-0-536; lot # 37053054, high insignia collared hip stem; cat # 7000-6602; lot # 32948152, reciprocating blade heavy duty, offset (77.5 x 1.23 x 11.0mm); cat # 0277096326; lot # 25259027. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.